Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the left ventricular (lv) lead was capped. Followup to determine reason for capping this lead was unsuccessful. The lv lead was replaced. No patient complications have been reported as a result of this event.